Manufacturer narrative:
The reported event, tray peeling and flaking, was confirmed. During testing the quality technician observed the reported event, as through visual inspection it was found that the paint coating on the handpiece inserts had bubbling and was peeling. A failure where powder coating flakes or chips off may have an effect where powdercoat debris could get onto the instruments within the sterilization case. The cause of this is the powdercoat material is not durable enough to survive through autoclaves, washes, and rough handling. The sterilization case is not a repairable device and will not be returned to the customer.

Manufacturer narrative:
Device not returned to manufacturer for evaluation.

Event description:
It was reported that the inner tray of the system 6 large sterilization case was peeling and flaking in the MDR department at the user facility. No procedure was involved, so there was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the inner tray of the system 6 large sterilization case was peeling and flaking in the MDR department at the user facility. No procedure was involved, so there was no patient involvement and no adverse consequences associated with the device.